Manufacturer narrative:
Not returned. The device has not been returned to boston scientific crm at this time. A review of boston scientific's databases shows no record of previous events, calls or allegations associated with this device prior to the representative's call to ts, and no additional information has been received at this time. This event will be updated if additional information is received, or if the device is returned to boston scientific.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was the subject of an allegation from the patient's family that the device may have malfunctioned and contributed to the patient's death. A boston scientific crm field representative called a boston scientific crm technical services consultant (ts) to report the allegation, which was made approximately two weeks after the patient's death. The representative reported the patient previously had been experiencing episodes of feeling light-headed, and was taken to the hospital numerous times and told that it was nothing. A week after being in the emergency room, the patient arrested and passed away at home.